Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin was not being delivered. Customer's blood glucose was 412 mg/dl. Device had alarmed no delivery alarms. During troubleshooting, insulin exited with fixed prime. After troubleshooting, customer was advised to change the entire set. Customer will not be returning the device for analysis.